Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient had intermittent high range impedance readings in the past. The rep never saw those values, but was told they ranged from 10,000 to 20,000 ohms. The physician decided to replace the extension and implantable neurostimulator (ins) so the patient could have a MRI. The impedances were within normal limits post-surgery.

Manufacturer narrative:
Analysis of the extension, (B)(4), found an impression on the outer insulation that indicates a suture had been tied onto the extension. It was also found that the extension in 0-7 connector port was not completely inserted. Analysis of the ins, (B)(4), found that it is functionally okay, however, the extension in the #0-7 connector port was not completely seated in the port. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va13ur7, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va13ur7, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care provider (hcp) reported that they thought an MRI was being done to improve the position of the leads. On the following day a manufacturing representative reported that the patient had higher impedances than they did the week prior to this report. The high impedances were not present the week prior to this report. Impedances were measured to be the following: c-0=9000, 0-1=9500, 0-2=11000, and 0-3=13000 ohms. Follow up with the hcp indicated the patient was scheduled for a surgical revision. The cause of the event was unclear and the issue was not resolved at the time of this report. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.